Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubbles was observed within the luer lock connection. Customer continued to use the cartridge for insulin deliveries. Customer's blood glucose level ranged between 414-415 mg/dl.